Event description:
It was reported to philips that the system startup was stuck and could not enter the application interface. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that both the x-ray pc and the suite-pc failed to boot. The probable cause of the malfunction was that the operating software (os) disk of the x-ray-pc short circuit and therefore the software on the suite-pc crashed. The fse solved the issue by replacing the os disk in the x-ray-pc and re-installed all the necessary software. After part replacement and software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.